Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. Customer changed supplies as necessary and resumed insulin therapy. Customer¿s blood glucose (bg) level was 300 mg/dl.